Manufacturer narrative:
Analysis of the extension (serial #: (B)(4)) revealed the extension had no anomalies associated with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare facility, reported there was no known reason for the high impedances. The extension was still at the hospital and waiting on paperwork for release to the manufacturer. No patient symptoms or further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor. It was reported that high impedance was noticed on the extension on contact 0 during stage 2 intraoperative impedance check. Unknown if any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included extension being disconnected and wiped clean on both the lead extension and battery insertion portion of the extension and reinserted. It still was showing a higher impedance on contact 0. Interventions/actions included getting a new extension and using that and it showed no problems with impedances so they implanted the new extension. The issue is reported to be resolved. The extension is in the possession of the hospital but is expected to be returned. No symptoms were reported. No further complications were reported or anticipated.